Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Device was tested for 24 hours with no occurrence of ec 322. The device was found to be within spec in relation to the reported symptom which was not reproduced. System error 322 was confirmed through the event history log. Eval was unable to determine the cause. Evaluation of known contributors to ec 322, has found it has led to the determination that the upper and lower auxiliary were the failing components and were replaced.